Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported an emergency room visit due to low blood glucose readings of 20 mg/dl. Customer declined any troubleshooting. No further information reported.